Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements in the right ventricular (rv) channel approximately 2 weeks after it was initially implanted. The treating physician suspected of connection issues; as result, a surgical revision was performed. During the procedure, the rv lead was easily removed from the device header without unscrewing which suggested the lead connection was not appropriate. Both the ICD and rv lead were tested separately and both showed normal electrical measurements. Therefore, the physician elected to connect the devices once again. The system remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The complaint device was not returned by the customer; therefore, no product analysis could be performed. This report is being updated to include the conclusion code of boston scientific investigation.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements in the right ventricular (rv) channel approximately 2 weeks after it was initially implanted. The treating physician suspected of connection issues; as result, a surgical revision was performed. During the procedure, the rv lead was easily removed from the device header without unscrewing which suggested the lead connection was not appropriate. Both the ICD and rv lead were tested separately and both showed normal electrical measurements. Therefore, the physician elected to connect the devices once again. The system remains implanted and in service. No additional adverse patient effects were reported.